Event description:
The patient reported receiving repeated occlusion alarms on her insulin infusion device. The patient stated she had elevated blood glucose readings up to 350 mg/dl with her normal range being 80-200 mg/dl. To troubleshoot, the patient was instructed to remove her infusion set tubing from the device and perform a prime which went through without error. The patient was instructed to use another infusion set and she received another occlusion alarm. The patient then checked the needle of her infusion set and discovered it was bent. The patient was instructed to try an infusion set from a different lot number. She did so and was able to successfully prime the infusion set. Complimentary infusion set samples and an insertion aid device were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.